Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-apr-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the extract transform load had dispensing system server report database was failed. A technical support specialist (tss) dialed into the server and checked the etl, which was failing with the reported message. Knowledge article title medstation es - etl failure - derived column input was applied, and the etl began cycling without issues. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server, the dispensing system server reports database experienced a recurring failure. The error was caused by data in the report log table preventing the etl process from marking completion after successfully inserting all transactional data. The issue was identified as a known bug and marked as a production issue. There were no delay or adverse events or injuries reported based on this event.